Event description:
It was reported that the device was broken or damaged. The customer was unable to move the plunger head. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, carriage block assembly, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, and lower housing. Syringe gripper recall completed. Performed calibration. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged of the tube drivearm syringe/pca. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, carriage block assembly, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, and lower housing. Syringe gripper recall completed. Performed calibration. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged of the tube drivearm syringe/pca. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca (B)(4) for iui conn issues. CAPA #: fi (B)(4) for syr gripper.

Event description:
It was reported that the device was broken or damaged. The customer was unable to move the plunger head. No additional information was provided. There was no patient involvement.